Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in an adult female patient who had essure (batch no. B40014) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010 (as per summons). Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: lot number was added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in an adult female patient who had essure (batch no. B40014) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion date :(B)(6) 2010 (as per summons) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdomen') in an adult female patient who had essure (batch no. B40014, 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cesarean section on (B)(6) 2009, multigravida, parity 2 and abortion. Concomitant products included medroxyprogesterone acetate (depoprovera) in (B)(6) 2010 for contraception as well as ibuprofen since (B)(6) 2010. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010 (as per summons) and 01-sep-13. Number of coils: left: 6 right: 3. Discrepancy noted as essure not removed. Current weight 315lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 142.8 kgs. Lot number: 674118 manufacturing date: 2009-09 expiration date: 2012-09. Lot number: b40014 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in an adult female patient who had essure (batch no. B40014, 674118) inserted for female sterilisation. The patient's medical history included cesarean section in 2009, multigravida, parity 2 and abortion. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010 (as per summons) and (B)(6) 2013. Number of coils: left: 6 right: 3. Most recent follow-up information incorporated above includes: on 13-jan-2020: medical records received: lot number was added. Medical history, reporters, essure insertion date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdomen') in an adult female patient who had essure (batch no. B40014, 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cesarean section on (B)(6) 2009, multigravida, parity 2 and abortion. Concomitant products included medroxyprogesterone acetate (depoprovera) in (B)(6) 2010 for contraception as well as ibuprofen since (B)(6) 2010. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010 (as per summons) and (B)(6) 2013. Number of coils: left: 6 right: 3. Discrepancy noted as essure not removed. Current weight 315lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 142.8 kgs. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. New events added: abdominal pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, dyspareunia, weight gain, plaintiff did not undergo essure confirmation test. Concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010 (as per summons). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information updated. Previously added event ¿injury¿ was replaced with ¿ medical device removal", no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.